Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, four correction boluses totaling 20 units and an injection were administered. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The soft cannula was observed to be kinked. It cannot be determined when this damage occurred. The air vent was observed to be punctured, and this damage resulted in the puncturing of the fluid reservoir as well as the damage to the reservoir cap. This damage can be classified as post use damage. An 0x1c alarm was observed in the data, indicating it operated until expiring. The device operated as intended in this regard.